Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to be placed with any stability. The lead was not used, and a second lead was attempted, with the same results. The lead was not used and was not replaced. The patient is enrolled in the product surveillance registry clinical trial. No patient complications have been reported as a result of this event.